Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms / damaged connector) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there were open pulse wires inside the trunk cable. The cause of the constant gong alarms is the open wires. The root cause of the open wires is excessive force placed on the cable.no adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged connector.